Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 383 mg/dl. The patient experienced urinary frequency/polyuria. No further information is available.